Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was running and pump was in customer's pocket with the case on. Afterward found the pump touchscreen was cracked. Part of the pump display was unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.